Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h1 (malfunction) and h6 type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The 23mm commander delivery system was received with the loader cap over the flex shaft with the stylet inserted through the nose tip. The handle was locked, straight, and 0% fine adjustment used. The balloon was noted to be burst radially and longitudinally. There was missing balloon material noted. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specifications could be indicative of an issue during manufacturing of the device as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met specifications. The burst balloon and balloon material separation were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during valve implantation, 2ml extra volume was added to the balloon before the inflation. The commander delivery system balloon ruptured at full inflation. The valve was successfully implanted''. The balloon burst could be potentially from multiple factors (i.e. Additional inflation volume, pre-existing valve stent, etc.). Per provided information, balloon was filled with extra 2ml. It is possible the over-inflated balloon may have interacted with the pre-existing valve, contributing to a balloon bust. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. In this case, it is likely that the interaction between the balloon and a pre-existing valve may have compromised the balloon wall when the balloon was inflated. As such, available information suggests that patient factors (pre-existing valves) and procedural factors (over-inflation) may have contributed to the reported event. During device evaluation, separated and missing balloon material was observed. Balloon separation may result from excessive forces used during system retrieval due to the propensity of the altered balloon profile to catch on the vasculature or sheath distal tip. However, since no withdrawal difficulty was reported in this case, and it is unknown at what point the balloon material separated, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 23mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position within pre-existing thv valve by transfemoral approach, during valve implantation, 2ml extra volume was added to the balloon before the inflation. The commander delivery system balloon ruptured at full inflation. The valve was successfully implanted and the commander could be removed from the patient and all went well. The patient left the or in stable condition. The root cause of the balloon burst was thought to be the under expansion of the pre existing valve and the force to dilate the first valve as well the implanting valve. As per returned devices, there was commander delivery system missing balloon material.